Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.

Event description:
It was reported that the customer had unit saying malfunctioning which was resolved with full preventive maintenance and passed with no problems. After preventive maintenance was done a basic infusion with the setting of ml/hr 500 vtbi of 500 to let bag reach empty to test bottle side sensor. There was no patient involvement.